Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: robotic cholecystectomy. Event description: the trocar had been inserted during a robotic cholecystectomy to use for the retrieval bag to remove the specimen. A retrieval bag [model name] was inserted into the trocar. Upon insertion of the retrieval bag through the port it was noticed that the internal rubber valve detached from the port and fell into the patient abdomen. No clinical impact on the patient. Patient status: no patient injury or illness reported.

Event description:
Procedure performed: robotic cholecystectomy. Event description: the trocar had been inserted during a robotic cholecystectomy to use for the retrieval bag to remove the specimen. A retrieval bag [model name] was inserted into the trocar. Upon insertion of the retrieval bag through the port it was noticed that the internal rubber valve detached from the port and fell into the patient abdomen. No clinical impact on the patient. Additional info received from an applied medical representative via email on 22jan2025: the surgeon can not remember if they used a swab or not, they may have passed a single tonsil swab only. The bag was inserted in the usual fashion with no apparent issues and not perpendicular. Patient status: no patient injury or illness reported.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the description of the event, it is likely that the dislodged shield was caused by an asymmetrical instrument that was inserted in a non-axial manner such as a retrieval bag. Applied medical¿s instructions for use (IFU) states that, ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.¿ applied medical has performed a historical trend analysis and review of production records, and no documents were identified.